Event description:
A hospital in (B)(6) reported that air leaked from the expiratory limb of an rt340 adult breathing circuit after one week of use.

Manufacturer narrative:
(B)(4). Method: the returned complaint rt340 breathing circuit was visually inspected for damage. Results: visual inspection of the evaqua expiratory limb revealed a hole, about 10cm from the proximal connector. The evaqua limb appeared to have been punctured or scratched with a blunt object. A lot check was not performed as no lot number was provided. Conclusion: we were unable to determine how the limb came to be damaged. All rt340 breathing circuits are pressure tested for leaks prior to distribution and those that fail are rejected. The key difference between the evaqua breathing circuits and conventional breathing circuits is that the expiratory tube of evaqua circuits such as the rt340 is composed of a thin, semi-permeable film specially designed to allow water vapour from expired ventilatory gas to pass through. The evaqua expiratory tube has a protective mesh which prevents damage to the walls of the tube, however the evaqua tubing remains more susceptible to damage than conventional circuits when exposed to rough handling or damage caused by sharp objects and non-fph circuit hangers. The user instructions supplied with the rt340 breathing circuit state: perform a pressure and leak test on the breathing system and check for occlusions before connecting to a patient; set appropriate ventilator alarms; fit only the supplied fisher & paykel healthcare circuit hanger with care to avoid circuit damage. (B)(4).